Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system became exited the application software without prompt from the user when loading images onto the system. Restarting the system restored functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.